Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead previously exhibited high capture thresholds and loss of capture. The asymptomatic patient presented for lead revision on 4/27/18 and the lead was capped and replaced. The patient was stable throughout the procedure.